Event description:
User contacted the manufacturer of a fl36 bed reporting that patient got out of bed and the bed exit detection system did not alarmed of patient exiting. There was no adverse consequence associated with the event.